Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined, but there was the possibility that the reported phenomenon was attributed to the failure of the power supply circuit board and/or the image processing circuit board, which might be caused by the aging degradation of the subject device due to long term use. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing the power of the subject device had been shut down on its own immediately after the starting use the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.